Event description:
Related to MFR. #: 3005188751-2012-00076, 00077, 00078, 2030404-2012-00059, 00064. It was reported during a cardiac ablation procedure, the pt developed a cardiac tamponade. An agilis nxt and a braided swartz sl3 introducer were used to gain cardiac access. A reflexion spiral, livewire, and therapy cool path duo catheters were used with ensite navx to create geometry and perform ablation. Under fluoroscopy, it was confirmed the cool path catheter was not locating correctly. The catheter extension cable was replaced, however; the issue was not resolved. The catheter location issues were corrected and the procedure was continued with a new therapy cool path catheter. Shortly after the catheter was exchanged, the pt developed a cardiac tamponade. The cardiac tamponade was confirmed with ultrasound and procedure was terminated. A pericardiocentesis was performed, aspirating 700 ml. The pt's current status is listed as stable.

Manufacturer narrative:
The device was not returned for evaluation. The root cause classifications is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.